Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bi-metric stem, unknown ringloc shell, unknown liner/ pn and ln's unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02127.

Event description:
It was reported that patient underwent a left hip revision due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.